Manufacturer narrative:
Product development investigation was completed. Investigation has shown that received screws are all damaged at screw-recess and especially at threaded areas. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Considering all information obtained through the functional testing, microscopic imaging and the design & stg review, it can be concluded that the main issue leading to the complaint is an incomplete insertion of the screwdriver tip into the screw head recess. The partial engagement between the screw driver tip and the screw recess cannot guarantee proper force transmission. This will lead to deformations of the screw head recess expressing itself in the reported freewheel condition of the screwdriver in the screw head recess and results in the inability to extract the screws. The use of screws with a thicker shaft increases the required extraction torque and therefore could contribute to adverse extraction issues and related deformations. The deformations in the plate holes and the screw threads are contributed to the way the screws have been removed and have no direct involvement in the reported claim. Since only the screw head recess and the screwdriver tip contribute to the described issue in this conclusion, the deformations in the plate holes and the screw threads were excluded for the further investigations. These deformations are considered to have been caused by the extraction with the plate as a lever. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 02.211.022, lot#: h138798 (non-sterile) - 2.7mm va lckng screw slf-tpng with t8 stardrive recess 22mm. Quantity (B)(4). Inspection sheet - mill shaft thread/head thread/flute final inspection meets inspection acceptance criteria. Components parts reviewed 02.211.122.999 - 2.8mm screw blank 56mm w/sd8, lot h137056, qty: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 07-jul-2016. Please note, this DHR review is for sterilization procedure only. No ncrs were generated during production. Review of the device history record(s). Showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 02.211.022 / h138798 was manufactured in us, (B)(4). Manufacturing location: (B)(4). Manufacturing date: 4.aug.2016 expiry date: 01.july 2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a right 2.4mm variable angle locking compression plate (va lcp) distal radius plate and unknown number of screws on (B)(6) 2016. Patient was returned to surgery on (B)(6) 2017 for removal of the hardware. It is not known why the hardware was being removed. During the procedure, surgeon was able to remove some of the screws, but was unable to remove three (3) of the screws utilizing the screwdriver. The three (3) screws were removed with the plate utilizing a lever. Surgery was completed successfully with no delay and no harm to patient. Concomitant devices reported: screwdriver shaft (part 314.467, lot 5130704, quantity 1), va lcp distal radius plate (part 02.111.630, lot unknown, quantity 1). This report is for one (1) 2.7mm va locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The operation was a planned removal surgery.

Manufacturer narrative:
Additional code: hrs. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.